Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The data logs were returned for investigation, and there was low flow and suction with no motor current spikes or placement signal trend before the pump was taken out. The pump had motor current spikes after it was inserted. The product was returned and there was a kink in the cannula. The root cause of the low pump flow is most likely due to the cannula kink. B.7 the patient's past medical history was inadvertently left off the original manufacture device report (MDR) and has been added. D.6a and d.6b revised from the initial submission in accordance with updated procedures. D.9 revised device returned to manufacturer? As previously entered incorrectly.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 55-year-old female in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During support, the impella motor current unexpectedly dropped. Suction occurred. The pump was removed and inspected for clot and then reinserted. A spike in motor current was observed. A new pump was inserted successfully. There was no patient harm or complications.